Manufacturer narrative:
The reported output circuit damage was confirmed via review of stored egms. The device was tested on the bench and the output circuitry was found to be damaged. It is believed that the cause of the reported event is due to a lead anomaly.

Event description:
It was reported that the patient presented in the ER after receiving an alert. Patient received multiple shocks days prior. Upon interrogation, it was found that an alert for possible output circuit damage was received on (B)(6) 2011. Low impedance observed. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.